Manufacturer narrative:
H6: method codes continued: 3331, 3340 a lot record review concluded no exceptional records. The retention samples were also examined and the appearance of the balloon/inflation port, catheter body, and valve function were normal. An air inflation test of the balloon was performed on six retain units across six lots. All units passed the test with 45 ml of air held for ten minutes with no obvious change in diameter. (Measured differences from 0.11 mm to 0.38 mm were noted, with an average change of 0.26 mm after the ten minutes.)with the air removed, a simulated test with 45 ml of water injected in each balloon and held for 24 hours resulted in no breakage or leakage during the inflation or after the 24 hour period. No previous investigations are available. After the returned detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Corrected data h4: device manufacture date previously reported january 06, 2016 has been corrected. H10: no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on february 24, 2016 FDA registration number reporting site: 1049092 , manufacturing sites: 8022978.